Event description:
Procedure: stress urinary incontinence. Reportedly, the pt underwent a procedure for treatment of stress urinary incontinence. Allegedly, the pt experienced pain, injury, and has undergone corrective surgery.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report (B)(4) for a "uretex".